Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: other / migration'), uterine perforation ('perforation: other / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy- full, salpingectomy- unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, breakage, migration, perforation: other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaints. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: other / migration'), uterine perforation ('perforation: other / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy- full, salpingectomy- unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, breakage, migration, perforation: other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Batch no d01967, production date 2014-08-20, expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: other / migration'), uterine perforation ('perforation: other / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. D01967) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy- full, salpingectomy- unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, breakage, migration, perforation: other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received: lot number was added, reporter was added, consumer race was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: other / migration'), uterine perforation ('perforation: other / migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy- full, salpingectomy- unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, breakage, migration, perforation: other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case become incident. New events abdominal pain, menorrhagia, general abnormal bleeding, breakage, psych injury, migration, uterine perforation, fallopian tube perforation were added. Essure removal date and surgeries added. Reporter¿s information was added. Patient¿s demographics were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.